Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Reportedly, femoral imaging was not performed. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device., - the device was initially reported as returning for analysis, but has now been reported as not returning because it is being retained at the account.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the lever was lifted, and foot was deployed; however, when pulling the device to get tactile sensation the device came out leaving the black sheath in the patient. No resistance was reported. A cutdown was performed and the separated sheath was removed successfully with a snare. As a result, the patient had a hemorrhage with 3 liters of blood loss, which required blood transfusion. Tissue damage was reported. The hemorrhage and tissue damage were treated with a covered stent. After the issue with the device was treated, the sheath was upsized to 18f and the tevar procedure was performed and completed. The groin was closed via surgical suturing. There was extended hospitalization and clinically significant delay in the procedure. No additional information was provided.